Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, a whitish foreign material was found inside the a/w tube and a/w cylinder. Foreign material remained in the a/w cylinder and a/w channel since the reprocessing was not completed due to occurrence of leakage at the biopsy channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, discoloration has been identified on both the air/water cylinder and the suction cylinder. The loss of water tightness is attributed to damage on the channel tube. The insulation resistance value at the distal end falls below the standard due to damage on the bending section cover. The bending angle in the up direction deviates from the standard value due to wear of the angle wire. The image guide protector exhibits a cut, and the plastic distal end cover has a chip. The adhesive on the bending section cover is detached. Additionally, the universal cord shows both a wrinkle and a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had washing machine leaking. The device was returned for evaluation. During the device evaluation, a whitish foreign material was found in air/water tube and in air/water cylinder . There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.